Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation, solder joint at the red and white (pp+) wires inside of the distribution node was broken. This solder connection joins the trunk cable with the distribution node to ECG-b cable. The root cause of the broken connection was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this device did not report any deficiencies.

Event description:
A review of service data had detected a reportable event. Upon servicing of electrode belt sn (B)(4), the belt failed an incoming functional test. The last pt to use this electrode belt did not report any problems.